Event description:
It was reported that the patient was referred for prophylactic replacement. It was also stated that the patient's generator had moved in his chest. No surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
The patient underwent a prophylactic full replacement. No additional or relevant information has been received to date.